Event description:
During the surgery physician used endeavor resolute stent to treat a severely tortuous, calcified lesion that exhibited 85% stenosis in the lad with one non-medtronic stent previously implanted. The previously implanted stent exhibited 85% restenosis. It was reported that the device could not pass the lesion, which was pre-dilated. The physician dilated the lesion again and used a new product to complete the surgery. The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. There was no resistance encountered at the lesion. The device did not pass through the previously deployed stent. When the stent was returned to the manufacturing facility for evaluation it was noted that the stent was damaged. No patient injury or other clinical sequelae were reported for this event. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th distal stent segment was slightly raised and misaligned. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (severely tortuous, calcified, 85% stenosis); inherent risk of procedure (stent deformation); deformation problem. Conclusion: known inherent risk of a procedure (stent deformation); device failure related to patient condition (severely tortuous, calcified, 85% stenosis). (B)(4).